Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The system failed instrument checkout. Testing revealed that the straight suctions gave difficult registering. The system then passed the system checkout and was found to be fully functional. No parts have been returned to the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the site was having trouble verifying instruments. A nurse re-seated the cables going into the axiem box and the emitter was able to see the instruments. There was a minimal delay to procedure as a result of the reported issue. There was no impact to patient.